Event description:
(B)(6) is the initial importer of the device which is a scooter. The device has not been returned for evaluation. We are filing this report in an overabundance of caution. We will submit a follow up when additional data becomes available. The user noted that her scooter's back end was "rocking". In consultation with our tech department we recommended replacement. Before the replacement was executed the user rode the device, fell off, hit her head, and received medical attention at the hospital. They are requesting a 4 wheel unit to replace the 3-wheeled damaged device. No additional information is available.